Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 90% stenosed, left anterior descending artery. After predilatation was performed, a 2.75x38 mm xience prime stent was deployed in the lesion site. A dissection was observed at the distal edge of the stent implant that required deployment of another xience prime stent to cover the dissection. No additional information was provided.